Event description:
Information was received that reported a patient was hospitalized on (B)(6) 2012 due to diabetic ketoacidosis. The patient was admitted with a diagnosis of hyperglycemia. She was treated with IV insulin and fluids. The reporter stated there is physical damage to the device with visible breakage on the device housing and the device had been alarming, the patient continued to try and use the device. The device will be returned for evaluation, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.